Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information states that patient was hospitalized for nausea and epigastric pain on (B)(6) 2017. The next day, the patient had an epigastric surgery for hiatal hernia. On (B)(6)2017, the patient was transferred to the hospital¿s palliative care, where the patient suffered of hallucinations and confusion. Morphine and dilaudid was given to the patient for pain relief. The next day, the patient expired due to cardiac insufficiency. There is no allegation from a health professional that suggests the death was related to the device.